Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check and generated a technical error. No device logs, service report or further information has been provided . No part has been replaced and returned to manufacturer for technical investigation. The cause of the reported issue has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).